Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 188 mg/dl. The customer was treated with manual injection and some fluid in emergency room. The customer was wearing the insulin pump during the hospitalization. The customer¿s blood glucose level at the time of incident was 400 mg/dl. The insulin pump will not be returned for analysis.